Manufacturer narrative:
Product implicated and returned for eval is a plastic dual port w/attachalbe 9.5fr non-jointed, dual lumen catheter. The assembly appears to be complete. The overall length of the assembly is 7.9". The catheter has been connected to the port stem just proximal to the 16cm depth mark. The catheter has been partially cut through both lumen just distal to the cath-lock. The cath-lock exterior has hemostat grip marks. There are several needle stick marks in both port septa. Blood residue is seen around each septum and in the seams of the port shell. The reservoirs appear to be free of blood residue but cloudy through the septa. There are 3 blue, mono-filament sutures tied through the holes in the port base perimeter. Tissue residue adheres to the sutures. The area distal to the 10cm mark is inspected for other leaks. The non-coring needle is inserted into the valve opening of the proximal lumen in an attempt to push the blood residue aside. The lumen is pressurized toward the port. Finger pressure is held over the cut in the proximal end of the catheter and no other leaks are seen. While doing this, the needle tip was inadvertently pushed through the lumen wall and caused another leak near the valve. The distal lumen is tested, using a blunt connector instead of the non-coring needle, and no other leaks are seen in the lumen distal to the split at the 10cm marker. The subcutaneous leakage from a fractured catheter is confirmed. It should be recorded as user related, since the catheter tubing appears to have been damaged through clavicle compression resulting from the med insertion of the catheter in the subclavian vein. The instructions for use warns against this practice.